Event description:
A malfunction occurred with the customer's pump. Customer¿s blood glucose (bg) level was 428 mg/dl. The pump was replaced to resolve the issue, and the customer used fast acting multiple daily injections (mdi) as backup therapy, and they would reach out to their hcp to obtain a long-acting mdi until the replacement pump arrives.